Event description:
Pt suffered a left proximal ulna fracture and was treated with a radial head replacement surgery, olecranon plating and screws on (B)(6) 2011. At some undefined time point during the postoperative period, the pt developed an infection and was returned to the operating room for removal of hardware on (B)(6) 2012. No additional hardware was implanted. It was reported that a CT showed healing had possibly occurred. This is the 11th of 13 reports. Submitted on this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.